Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2010 and mesh, intexen porcine dermis and a sparc sling were implanted. It is reported that the patient experienced pain, urinary problems, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Undefined urinary problems. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with bilateral salpingo-oophorectomy and abdominal sacrocolpopexy due to stress urinary incontinence, pelvic organ prolapse, and vaginal wall defect. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.